Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-05313.

Event description:
The customer stated that she inserted a new sensor, and within five minutes received a lost sensor alarm. The customer also stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose of 360 mg/dl. Troubleshooting was performed. Advised the customer to monitor the sensor, and change the sensor if necessary. Nothing further was reported.